Manufacturer narrative:
(B)(4). Manufacturing site evaluation: recieved one pl720su / batch number 52131178 / manufacture date 04/21/2015 for evaluation. Device does not display any obvious mechanical damage. Resistance of the activation button was tested. The resistance during activation was indefinitely high, expected results are between 0.5 and 2.5 ohm. Additional testing of this resistance was completed using the tester used in production, where the resistance measured was acceptable; followed by manual testing which indicated the results are not within the acceptable range. Several days later the resistance meausered was again indefinitely high. The inconsistent measurements of the resistance of the activiation button can be attributed to residue on the contact surfaces of the switch. Manufacturing documents were reviewed and found to be according to specification valid during the time of production. The root cause of the device deficiency is a soiled contact system of the activiation button. Corrective action has been initiated.

Manufacturer narrative:
510 (k): k110824 /k130596. Us reporting agent notified on (B)(6) 2015. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Button became fixed when activating the sealing process.